Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A report of higher scanned values while a customer was wearing the adc device. As a result, on (B)(6) 2022, the customer had a fall and had a loss of consciousness and cannot remember what happened." Emergency services were called and provided the customer with an unspecified solution and brought the customer to the hospital where they had an MRI and CT scan performed as treatment. No further information was provided. There was no report of death or permanent injury associated with this event. Sensor scans of 18 mmol/l, 19 mmol/l, and 12 mmol/l as compared to an adc meter glucose results of 11.1 mmol/l, 8.2 mmol/l, and 7.8 mmol/l, when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant.